Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is improper implant size selection.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2015 where three implants were placed. The patient later complained of pain around the si joint. The surgeon determined that the most caudal implant was too proud of the ilium causing pain around the proximal end of the implant. In (B)(6) 2017, surgeon performed a revision surgery where he removed the caudal implant. The status of the patient following the revision procedure is not known.